Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed via data. The root cause was determined to be a temporary communication error between device and transmitter. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.